Event description:
New bottle of 1000 ml glycerna 1.2 hung @ 2330 in early 2009; pt complained of nausea @ 0200, upon staff nurse checking tubing noticed bottle of glycerna was empty. Pump was noted to be set at 75ml/hr; volume infused on pump indicated = 171 ml. Pump taken down and tagged /locked out. Pt having large, liquid bms; vital signs stable; physician notified.